Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor leaking oil, which was contaminating the motor home switch. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to motor error alarm. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).